Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to improper surgical technique.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Catalog number - 183424, lot number - 818160, expiration date - feb 28, 2013, manufacture date ¿ feb 13, 2008; or the part/lot information could be: catalog number - 183420, lot number - 183900, expiration date - feb 28, 2013, manufacture date ¿ feb 11, 2008. There are warnings in the package insert that state that this type of event can occur: under warnings: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00355).

Event description:
It was reported patient underwent a bilateral total knee arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision procedure on an unknown side on (B)(6) 2012 due to instability. The tibial bearing and locking bar were removed and replaced. Patient underwent a right knee revision procedure on (B)(6) 2015 due to lack of bony ingrowth on the femoral component. During the procedure, the surgeon noted effusion and soft tissue laxity.